Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot complete functional testing) was confirmed. Upon evaluation, the cable connecting the distribution node (dn) and ECG electrodes c and d was pulled from the dn strain relief, damaging the j704 connector and internal wires. The cause of the test failure is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to complete functional testing.